Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages- damaged/cracked - iui- isolation rib, handle, flange gripper- wiper seal, barrel clamp assy, case rear, case front, carriage assy- tube drive bent. There was no patient involvement. Unexpected return-07/30/2019 11:25:12 crisleivy pena (crpena) npi confirmed if major repairs needed, chuck rogers, biomed at rogerscd@upstate.edu for $579, approve them. 08/01/2019 13:10:24 melvin p pascua (mpascua) plastic program 4-30-2020 08/02/2019 07:58:21 arjie ancheta (aranchet) 1001901770340001321000457111887850.